Event description:
It was reported the patient presented in clinic for follow-up. During interrogation, the implantable cardioverter defibrillator (ICD) exhibited phantom programming, disabling the tachycardia therapies, automatic mode switch (ams), and syncav. Corrective programming changes were implemented. There were no patient consequences.